Manufacturer narrative:
Additional information - a4 - patient weight 145lbs additional information - b1 - adverse event additional information - b2 - required intervention additional information - b5 - new capped information and patient condition additional information - h1 - changed from malfunction to serious injury additional information - h6 - changed health effect impact code to additional surgery.

Event description:
New information received notes the patient presented to the clinic for a follow-up check on (B)(6) 2021. During examination, it was noted that the right ventricular (rv) lead was over-sensing noise. The rv lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow-up. During examination of right ventricular (rv) lead, it was noted that there was noise. Programming changes were done to prevent inhibition of pacing. The patient will be monitored going forward. There were no adverse consequences to the patient.